Manufacturer narrative:
April 30, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After device manipulation, a threshold test was performed. When threshold was reached, the space bar was pressed in order to stop the test. Nevertheless, the programmer froze and an (unspecified) error message was displayed. Pt felt dizzy during several seconds.